Event description:
It was reported a filter did not appear to open completely following deployment via a femoral approach. Another filter was successfully placed without any pt complications. The pt's condition is good. This device remains implanted. Therefore, no failure analysis is available. A lot search was performed and revealed no other complaints to date on this lot number. It was indicated continual flushing of the carrier system during the implant procedure was not performed which the co believes may have contributed to this event. However, the co is unable to determine the exact cause of this event.